Event description:
Hemorrhage from a subcapsular tumor in the left lobe [tumour haemorrhage]. Liver function-labs bumped some [liver function test abnormal]. Case description: initial information was received on 19-mar-2016: this spontaneous medical device report was received from a treating physician via the reporting physician. The patient's medical history included hepatocellular carcinoma. The patient's concomitant medications were not reported. The patient received therasphere for standard lobar treatment of hepatocellular carcinoma in the right lobe (indication, dose, lot number and expiration date unknown) on an unknown date. On an unspecified date, about a week after treatment with therasphere in her right lobe, the patient experienced a spontaneous hemorrhage from a subscapular tumor in the left lobe, and her labs bumped some around that time. Following a spontaneous hemorrhage from a subscapular tumor in the left lobe, the patient was subsequently hospitalized for a few days. She stabilized without embolization. The patient's labs bumped some in terms of her liver function. The treatment for, and the outcome of the events is unknown. The treating physician assessed the severity of the hemorrhage as serious (hospitalization) and not related to the right lobe treatment. The treating physician did not assess the severity of the laboratory test abnormal or the relationship to treatment with therasphere. The company considers the event of hemorrhage as serious (hospitalization) and the event of laboratory test abnormal as non-serious. Follow-up information was received on 27-may-2016: the nurse reported that neither she nor the reporting physician had heard of this situation occurring in any patient. They would not be able to provide any additional information without identifiers. This report is final. Company comment: the reported events of liver function tests raised and tumour hemorrhage are considered to be listed according to the therasphere instructions for use (package insert). The reporting consultant physician felt that the patient might have seeded their abdomen (unconfirmed). The events are most likely related to the hepatocellular carcinoma (hcc) although relationship to product cannot be outruled, given temporal relationship.

Event description:
Hemorrhage from a subcapsular tumor in the left lobe [haemorrhage]. Liver function-labs bumped some [liver function test abnormal]. Case description: initial information was received on (B)(6)-2016: this spontaneous medical device report was received from a treating physician via the reporting physician. The patient's medical history included hepatocellular carcinoma. The patient's concomitant medications were not reported. The patient received therasphere for standard lobar treatment of hepatocellular carcinoma in the right lobe (indication, dose, lot number and expiration date unknown) on an unknown date. On an unspecified date, about a week after treatment with therasphere in her right lobe, the patient experienced a spontaneous hemorrhage from a subscapular tumor in the left lobe, and her labs bumped some around that time. Following a spontaneous hemorrhage from a subscapular tumor in the left lobe, the patient was subsequently hospitalized for a few days. She stabilized without embolization. The patient's labs bumped some in terms of her liver function. The treatment for, and the outcome of the events is unknown. The treating physician assessed the severity of the hemorrhage as serious (hospitalization) and not related to the right lobe treatment. The treating physician did not assess the severity of the laboratory test abnormal or the relationship to treatment with therasphere. The company considers the event of hemorrhage as serious (hospitalization) and the event of laboratory test abnormal as non-serious. Company comment: the reported event of laboratory test abnormal is considered to be unlisted, and the event of hemorrhage is considered to be listed according to the therasphere instructions for use (package insert). The reporting consultant physician felt that the patient might have seeded their abdomen (unconfirmed). The events are most likely related to the hepatocellular carcinoma (hcc) although relationship to product cannot be outruled, given temporal relationship.

Event description:
Spontaneous rupture of left hcc [liver carcinoma ruptured]. Liver function-labs bumped some/transient elevation in bilirubin which then normalized [blood bilirubin increased]. Case description: initial information was received on 19-mar-2016: this spontaneous medical device report was received from a treating physician via the reporting physician. The patient's medical history included hepatocellular carcinoma. The patient's concomitant medications were not reported. The patient received therasphere for standard lobar treatment of hepatocellular carcinoma in the right lobe (indication, dose, lot number and expiration date unknown) on an unknown date. On an unspecified date, about a week after treatment with therasphere in her right lobe, the patient experienced a spontaneous hemorrhage from a subscapular tumor in the left lobe, and her labs bumped some around that time. Following a spontaneous hemorrhage from a subscapular tumor in the left lobe, the patient was subsequently hospitalized for a few days. She stabilized without embolization. The patient's labs bumped some in terms of her liver function. The treatment for, and the outcome of the events is unknown. The treating physician assessed the severity of the hemorrhage as serious (hospitalization) and not related to the right lobe treatment. The treating physician did not assess the severity of the laboratory test abnormal or the relationship to treatment with therasphere. The company considers the event of hemorrhage as serious (hospitalization) and the event of laboratory test abnormal as non-serious. Follow-up information was received on 27-may-2016: the nurse reported that neither she nor the reporting physician had heard of this situation occurring in any patient. They would not be able to provide any additional information without identifiers. Follow-up information was received from a treating physician on 15-jun-2016: on an unspecified date, the patient had a spontaneous rupture of her left hepatocellular carcinoma (hcc) and had a transient elevation in bilirubin which then normalized (values and normal range not reported). Approximately 3-4 months later, the patient's left lobe was successfully treated without any issues (specific treatment unknown). There was no evidence of peritoneal carcinomatosis. The reporting treating physician contacted the "au" (authorized user) physician to provide suggest additional details and further information. No other information was provided. The outcome of the spontaneous rupture of the hcc is unknown. The treating physician did not assess the severity of the transient elevation in bilirubin which then normalized or the spontaneous rupture of her left hepatocellular carcinoma but stated that he did not consider the spontaneous rupture of her left hepatocellular carcinoma in any way related to her right lobe therasphere treatment as it was not within the treatment field. He further explained that such rupture is a well-known part of the natural history of hcc. He did not assess the causal relationship of the transient elevation in bilirubin with the therasphere administration. The company considers the spontaneous rupture of her left hepatocellular carcinoma serious (medically significant) and the transient elevation in bilirubin which then normalized to be non-serious. Further follow-up information is expected. Company comment: the reported events of blood bilirubin increased is considered listed and the liver carcinoma ruptured is considered to be unlisted according to the therasphere instructions for use (package insert). The initial reporting consultant physician felt that the patient might have seeded their abdomen (unconfirmed). In follow-up, the treating physician reported there is thus far no evidence of peritoneal carcinomatosis and noted that if it were to develop in the future, he would not consider it related to the therasphere treatment. In agreement with the treating physician, the company considers that the events of blood bilirubin increased is most likely related to the hepatocellular carcinoma (hcc) although relationship to product cannot be ruled-out, given temporal relationship. In agreement with the treating physician, the company considers the event liver carcinoma ruptured (in the left) to be related to the hcc as it was not within the right lobe treatment field. The previously reported event of hemorrhage has been subsumed under the event of liver carcinoma ruptured. As the event of spontaneous carcinoma rupture occurred in the untreated lobe, and is considered part of the disease process, the case is not currently reportable.